Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez0920 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed in this patient in april. During inspection in july, the catheter was found covered with a layer of thick fiber on the outer surface. The catheter was therefore removed.

Event description:
It was reported that the catheter was placed in this patient in april. During inspection in july, the catheter was found covered with a layer of thick fiber on the outer surface. The catheter was therefore removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed to a layer of material on the external surface of the tubing is inconclusive due to the sample condition. One photo sample of a powerpicc solo catheter was provided for evaluation. The catheter is shown outside of patient use and is present within a plastic container with a clear fluid. A portion of the catheter tubing is being lifted up and a material residue appears to be covering the outer surface of the tubing. The material has a light brown translucent color and appears to be mixed with blood residue. The material could not be closely inspected to determine the origination. Based on the information provided, possible contributing factors include biological residue or fibrin formation during use. Since the exact material and source of the material are unknown, it could not be confirmed that the catheter caused or contributed to the reported event. H3 other text: evaluation findings are in section h11.